Manufacturer narrative:
Eval summary: a radius was added at the base of the spikes in 2002 to help prevent this failure from occurring. Eval: as returned, the longer of the two spikes has fractured at its base. The device has a potential field age of approx 10.5 years. Material hardness is conforming to print spec.

Event description:
It is reported that one of the spikes fractured off into the pt. The surgeon was able to retrieve the piece from the surgical site.